Event description:
Reporter noted problem with phaco power and occlusion during procedure; changed sys, then noted broken posterior capsule. Lens fragment fell into posterior chamber; vitrectomy performed.